Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited noise oversensing. Technical services (ts) was consulted and reviewed interrogation and trouble-shooting options. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that both right ventricular (rv) lead and right atrial (ra) lead of this pacemaker system were suspected of subclavian crush. Subsequently, both leads were explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited noise oversensing and low out of range pacing impedance measurements below 200 ohms on the right ventricular (rv) channel. Technical services (ts) was consulted and reviewed interrogation and trouble-shooting options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.